Manufacturer narrative:
(B)(4). An actual sample was returned to the facility for evaluation. The sample arrived out of the pouch fully primed. Visual inspection showed that the first y site just below the drip chamber had an inverted septum. The sample was spiked into an in-house 1000ml solution bag containing sterile water and re-primed. This confirmed a leak from the inverted septum at the first y site. The septum was removed from the y site housing and visually inspected for the presence of the center slit. A close observation showed a small dented mark near the circumference of the septum away from the center slit location. Based on the investigation result, there was no assignable root cause identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of a continuflo set in which when the top y site nearest to the spike was accessed with an unknown baxter secondary set that has a quick lock luer, it would expel air and a medication (versad madazalam) while this was being administered on a patient. There was no patient injury or medical intervention necessary. No additional information is available.